Event description:
Overdelivery reported: initial report that the pump "infused at a greater than set rate" rec'd could not be confirmed by the customer contact. The customer contact reported that an internal investigation could not determine event, pt, or location. There was no incident report generated with serial #. Though requested, there was no add'l info available.